Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one inappropriate shock and anti-tachycardia pacing (atp) for an atrial driven rhythm. Technical services (ts) was consulted and reviewed the reports with the clinician. This device remains in service. No adverse patient effects were reported.